Manufacturer narrative:
Added information to b5, b6, b7, h6.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11500a inspiris resilia aortic valve was explanted at implant after cannulas removed due to bleeding from a small hole in lvot created by torn annular suture. The explanted valve was replaced with a 25mm 3300tfx valve. Patient post-operative status noted as in recovery. Per medical records, patient underwent full left and right sided cox IV maze procedure and left atrial appendage ligation. A 25mm 11500a aortic valve was implanted. The patient was then rewarmed and weaned from cardiopulmonary bypass. Tee showed the valve was well seated. The patient was separated from bypass without difficulty. As coming off bypass, there was significant bleeding from the base of the heart, somewhat near the right-non commissure area, but lower down. Protamine was administered, cannulas removed, and blood products were administered; however, the bleeding was persistent, so patient was re-heparinized and went back on bypass. The aortotomy was re-opened. The 25mm 11500a aortic valve was explanted. Upon further inspection, there was one small hole in the lvot, underneath the annulus, near the conduction zone where it looked like one of the annular sutures had pulled through the lvot muscle. The hole was repaired with a pledgeted 2-0 ethibond valve horizontal mattress suture. A 25mm 3300tfx aortic valve was implanted in replacement. Tee showed valve well seated. The patient did have complete heart block, so an additional ventricular pacing wire was placed. Patient tolerated the procedure well. Patient was discharged on pod# 21.

Manufacturer narrative:
Added information to h6. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but serious complication of valve replacement surgery. Ventricular perforation can cause blood to leak into the surrounding tissue. The most common cause of ventricular perforation is the presence of a heart attack, which can weaken the heart muscle and make it more susceptible to injury during surgery. It is typically related to implant technique, patient anatomy, or a combination of both. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is procedural factors, due to annular sutures tearing through the lvot muscle.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a inspiris relisa aortic valve was explanted on the same day due to unknown reasons. The explanted valve was replaced with a 25mm 3300tfx valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint.the information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.